Event description:
Pt contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that during removal of the asr cup and insertion of the new pinnacle cup, the metal liner was impacted slightly off center in the cup. The liner could not be removed from the cup to correct the positioning and the entire cup had to be removed and a different one used. The surgical time was extended due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.